Event description:
It was reported that a remote transmission showed episode of non-sustained right ventricular oversensing due to noise. Noise was intermittent and not reproducible through isometric testing. The lead remains implanted. No further information is available at this time.

Event description:
New information received states that an increase in pacing lead impedance was observed. A chest x-ray was ordered and are awaiting results. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.